Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and the battery were returned to heartware for visual and functional examination. No harm or injury to the patient was reported as a result of this incident. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned battery passed external visual inspection and functional testing. Review of log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. The battery performs as per specification. The controller met specifications and operated as expected. The loss of power to the controller was confirmed through log files. However, the controller log file data does not fully coordinate with the reported event; the patient had been using the controller ac adapter for approximately three hours prior to the loss of power, and the loss of power occurred while exchanging the battery on port 1. Just prior to and after the loss of power, the ac adapter had been connected. The root cause cannot be conclusively determined; the possible root cause is a double disconnect of the power sources as the patient was in the process of changing the battery. Applicable risk documentation and experience with events of similar circumstances were considered; events with power loss while exchanging power sources are often attributed to double power disconnects. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three months post hvad implantation the site reported that while already hospitalized for kidney failure the patient was attempting to change power sources by disconnecting a low battery and attempting to connect the controller ac adapter. The controller ac adapter was unable to be connected. The secondary power source was also a low battery. The pump stopped. A nurse reconnected another fully charged battery to start the vad. A preliminary log file review shows a power loss. The controller was replaced and there were no further connection issues . The controller ac adapter was deemed to be working fine and kept in service. The controller exchange was performed during the hospitalization and the patient was stable and asymptomatic during the controller exchange.